Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to user error. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device hose, muffler and components were damaged and the device had low power. It was further determined that the device failed pretest for rotational speed, muffler tube verification and hose verification. It was noted in the service order that the device had no power during an unspecified surgical procedure. There were no reports of surgical delays to the procedure. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.